Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be torn around the contrast keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. Evaluation revealed that all of the keypad buttons were intermittently responsive, required several presses to elicit a response and did not click back and spring back as expected. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a damaged cartridge cap, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release, no conclusion can be made at this time.

Event description:
The patient reported that all of the keypad buttons were not responding a month ago and required multiple button presses in order to elicit a response. The patient also stated that he does not clean the pump and that he wears the pump in a pocket in a pump skin.